Event description:
It was reported that during the service of a homechoice device a high drain alarm was discovered in the event log. A high drain alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume in standard fill mode. The alarm occurred during drain cycle 2 of 6. The machine was returned due to regular maintenance and there was no allegation of device malfunction from the customer. No patient injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. The initial evaluation has confirmed the high drain alarm through the event log. Upon completion of the device evaluation, or if any additional relevant information becomes available a supplemental MDR will be sent.

Manufacturer narrative:
(B)(4). Visual inspection and performance testing were conducted on the device. The device met all specifications. The cause was determined to be a false empty detect and a use error, for the clinician inappropriately setting the minimum drain volume percent too low. The homechoice apd systems trainer's guide gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." Also, it states "the default setting of 85% is appropriate for patients with low to moderate ultrafiltration (uf) rates (uf per cycle is less than or equal to 10% of the fill volume). A higher setting may be more appropriate for patients with higher ultrafiltration rates (uf per cycle is greater than 10% of the fill volume)." A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.